Manufacturer narrative:
(B)(4). The device in question was returned and a detailed evaluation has been performed on it. That evaluation determined that the complaint was confirmed for the tracer ex2 wheelchair having wobbly right and left rear wheels. Any underlying cause for the issue, however, was not able to be identified.

Event description:
All of the chairs arrived with the issue with the right rear wheel. The wheel and/or frame appears warped so that the chair feels wobbly and the wheel is hitting the side of the chair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
All of the chairs arrived with the issue with the right rear wheel. The wheel and/or frame appears warped so that the chair feels wobbly and the wheel is hitting the side of the chair.